Manufacturer narrative:
The device has not been returned for evaluation. X-rays confirmed the alleged event. Root cause is unable to be determined at this time. The reported event has been addressed in the device labeling. Device has not been returned.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, x-ray images revealed pin break. There was no patient injury.